Event description:
Per the clinic, the patient experienced a delayed post-operative facial paralysis, 10 days post op which started on (B)(6) 2025. Subsequently, the patient was administered with oral steroids on (B)(6) 2025 (specific duration not reported). The symptom resolved, and the patient resumed use of the device. No additional episodes were reported. The implanted device remains.